Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) exhibited infection and pocket erosion. Reportedly, the patient undergone a generator change due to high battery impedance issue then led to an infection. A revision was performed and the crt-p along with the ra lead, left ventricular (lv) lead, and right ventricular (rv) lead were explanted. No adverse patient effects were reported. The crt-p will not be returned.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) exhibited infection and pocket erosion. A revision was performed and the crt-p along with the ra lead, left ventricular (lv) lead, and right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. The crt-p will not be returned.

Manufacturer narrative:
Correction to section b, adverse event/product problem. Correction to section h, h6, device codes.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) exhibited infection and pocket erosion. A revision was performed and the crt-p along with the ra lead, left ventricular (lv) lead, and right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. The crt-p was returned.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.